Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used a euphora balloon catheter when treating a lesion in the mid lad; lesion was non-tortuous, mildly calcified and had 75% stenosis. No damage noted to the packaging and no issues noted when removing the device from the hoop. No difficulties noted when removing the protective sheath / packaging stylette from the device. The device was not flushed in the hoop or placed in a bowl of saline. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. Balloon was inflated without any issue in the mid lad lesion with euphora balloon. A 50:50 concentration of contrast / saline was used by the physician. After the first inflation, the physician tried to deflate the balloon but was unsuccessful. The inflation device was changed but didn't work also. The device was not moved or repositioned in the lesion prior to the deflation difficulties being noted. Patient had severe chest pain with st segment elevation. The decision was made to pull the balloon slowly with the wire to the guiding catheter. Fortunately, everything came out and patient was fine. No injury to the patient and device is returning.

Manufacturer narrative:
Evaluation summary: blood residue was also present within the inner lumen. Numerous kinks were evident to the hypotube. Balloon returned partially inflated with traces of residue present inside the balloon and inflation lumen. Proximal balloon bond was extremely stretched. Negative prep was performed with no issue noted. Pressurization of the device was performed and device failed to inflate, thus deflation testing could not be performed. Failure to inflate could have been cause by stretching to the balloon bond (fail). The mandrel would not load through the inner lumen most likely stretching of proximal balloon bond (fail). No deformation of the distal tip was visible during inspection. If information is provided in the future, a supplemental report will be issued.